Manufacturer narrative:
After further review MFR is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported that while using a bd facsvia¿ flow cytometer erroneous results as indicated by the customer stating "white cells seem to be falling higher in the gated region." Patient impact was not reported. The following additional information was provided by the initial reporter: "they were indeed patient samples but the results were not used also because the instrument had some other issues. No harm to the patient."

Manufacturer narrative:
Medical device expiration date: na. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using a bd facsvia¿ flow cytometer erroneous results as indicated by the customer stating, "white cells seem to be falling higher in the gated region." Patient impact was not reported. The following additional information was provided by the initial reporter: "they were indeed patient samples but the results were not used also because the instrument had some other issues. No harm to the patient."